Manufacturer narrative:
Additional, changed, and/or corrected data: aware date.

Event description:
Allergan aesthetics received a report of a patient treated upper back on (B)(6) 2015 and on (B)(6) 2021 with coolsculpting cooladvantage developed paradoxical hyperplasia (pah/ph), diagnosed by medical doctor on (B)(6) 2021 and corrective surgery completed on (B)(6) 2022. Diagnosed with recurring pah to the upper back area on (B)(6) 2022 by second opinion medical doctor.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the infragluteal area, and was diagnosed with pradoxical adipose hyperplasia.